Manufacturer narrative:
The retrieved portion of the device was requested for evaluation but was not returned; therefore, the complainant's event could not be verified. The cause of the event could not be determined from the info available and without device evaluation. Device history record review revealed nothing relevant to this event. The most likely causes of this type of event would be the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. A new labeling statement is being released instructing the user as follows: warning: do not resterilize or reuse the scorpion needle. This may cause the needle to break and cause patient injury. Use of excessive force to pass the needle through fibrous/calcific tissue, or striking bone, can cause needle breakage and patient injury. To avoid this, reposition the needle pass to a different area. The potential causes of this event are being communicated to the event reporter.

Event description:
It was reported that during a rotator cuff repair, the tip of the needle was missing when the surgeon pulled the suture-passer instrument out of the shoulder space. The procedure was completed by the surgeon loading a different scorpion needle. The piece was not retrieved. Multiple follow-up contacts were made to the reporter in an attempt to obtain the device lot number. No further device or patient info was provided at the time of this report or made available in response to follow-up communications. No add'l adverse consequences have been reported from this event. This device is used for treatment.